Event description:
Gyn was using ethicon edopouch retriever bag for removing the specimen. When they were trying to pull it out the bag broke and they couldn't remove the specimen, so we open the second bag and that was also broken. Two small pieces of plastic bag removed and the surgeons looked for more and they could not find anything.